Manufacturer narrative:
Device evaluation follow-up #1 submitted 02/01/2013: the device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results: testing was unable to duplicate complaint during the investigation. Pump powers on with vibratory and audible sounds. Reproduced an "empty cartridge" alarm for the investigation. Pump gave the correct message on the screen, followed by the appropriate sound and vibration warning. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. Unrelated to this complaint, the display is faded with a pinkish contrast. Removed pump cover and replaced faded display with test display. The test screen is has normal contrast with no visible signs of fading or discoloration.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump did not alarm for an empty cartridge. The patient claimed that because the pump did not alarm for the empty cartridge, she developed a "hi" blood glucose (bg) level. She denied having symptoms of hyperglycemia or dka. She did not check for ketones. A review of the pump's alarm history revealed that an empty cartridge alarm history had occurred at 7:00 pm. The patient indicated that she was out to dinner with her fiancé at the time and admitted that she must not have heard the alarm due to background noise in the restaurant. The audio function of the pump was confirmed since the patient was receiving an exceeds max tdd alarm. The patient filled a new cartridge and was able to give a correction bolus via the pump. No medical intervention was reported. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she did not hear an empty cartridge alarm and subsequently developed elevated bg level suggestive of a serious injury. However, the alleged product issue is not likely to cause an adverse event because either the audible or vibration alarm mechanisms still function and will still alert the user should the pump emit an alarm. Through troubleshooting, there was no evidence of a pump malfunction related to the pump's audible alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.